Manufacturer narrative:
The insulin pump passed functional testing including the displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and no delivery tests. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. The unit was programmed with a basal rate and monitored. The basal was delivered and recorded properly in basal review screen. The unit was unable to verify manual basal rate changes made by the customer on or before (B)(6) 2016 due to history file was overwritten. No basal anomaly noted during testing. The following physical damage was noted: cracked casing at a display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer's wife reported via phone call that her husband was hospitalized for a high blood glucose of 949 mg/dl and diabetic ketoacidosis. The customer was found unconscious and taken to the hospital. The customer was treated with an IV drip and insulin drip. Manual insulin injections were used as well. Troubleshooting for the insulin pump was declined. The insulin pump was returned and replaced.

Manufacturer narrative:
The pump passed the delivery accuracy test.